Event description:
In 2007, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In 2008, an infection in the abdominal aortic endograft was found, and the gore excluder aaa endoprosthesis were explanted. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.